Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ladg, they fully charged the battery, set the device, and connected the reload, checked the jaws opening/closing with no problem and all indicators were illuminated green. Then the surgeon inserted the device to the trocar and tried to open the jaws, however the device did not react at all. The status indicators were illuminated blue . Replaced by an ultra handle to complete the procedure. No injury to the patient.